Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 & (B)(6) 2024 the two infusion set was fell off during use and infusion set is long for event 1: 7 or 8 hours. Event 2: 1 1/2 days. No further information available.